Event description:
The user facility reported that the monitors to their hexavue custom room rack were frozen on the loading screen. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the outputs needed to be deleted and rebooted the mna. The technician deleted the outputs, rebooted the mna, restarted the system, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.